Event description:
Hamilton medical ag received the following event description: during inspection, it was found that the machine was not switching on. Upon checking, no indication of ac supply was observed. Further inspection revealed that the power supply board was burned. No patient was involved. Currently, the event is under investigation to verify the reported allegations.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.